Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in order to get it to pair with the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and connected to the power supply in an attempt to pair the pod with the master pdm. This attempt was unsuccessful. The data was unable to be retrieved from the pod as the pod was unable to pair with the master pdm. Inspection of the pod found evidence of corrosion on the pcb assembly and bottom battery. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula 0.1385 in. From the soft cannula nailhead. This tear resulted in an internal leak that prevented the proper delivery of insulin and contributed to the corrosion that prevented the retrieval of the pod data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 4 and 24 hours on the arm. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.